Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).